Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the magnet had fallen out of the latch insep. The field service engineer replaced latch component and reinstalled drawer in the main station chassis. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed. The customer added that the user unable to retrieve medication to the patient. However, there were no adverse events or injuries reported based on this event.